Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025.the blockage was in the tubing.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-17482), was submitted on 18-dec-2025. Upon completion of the investigation, the manufacturing date was updated as 26-apr-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 29-dec-2025 against "lot number" 6012990 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors-reduced flow, occlusion in the tubing and/or tubing connectors-blockage. The review confirmed that lot 6012990 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6012990 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors-reduced flow, occlusion in the tubing and/or tubing connectors-blockage. The count of complaint is 2. The complaints number are (B)(4). Device history record (DHR) review: the lot 6012990 was manufactured according to the work instruction (wi) version 101 and manufactured in the multivac 14 on 26-apr-2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5c00899 was manufactured according to the wi version 67 and manufactured in the machine sc08, on 21-apr-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5c00900 was manufactured according to the wi version 67 and manufactured in the machine sc08, on 23-apr-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5c00901 was manufactured according to the wi version 67 and manufactured in the machine sc08, on 25-apr-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5d02811 was manufactured according to the wi version 67 and manufactured in the machine sc05, sc06, on 26-apr-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012990 and related malfunction codes for occlusion in the tubing and/or tubing connectors. Two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.